Event description:
E was initially received via regulatory authority (food and drug administration, reference number: mw5036564) on 02-jul-2014. The most recent information was received on 25-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("right coil embedded in uterine wall on ultrasound"), device expulsion ("right coil embedded in uterine wall on ultrasound/migration of the device into her uterus"), salpingitis ("right tube inflamed") and genital haemorrhage ("abnormal, heavy bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: birth control pill and mirena iud. Concurrent conditions included obesity, tubal ligation and goiter. Concomitant products included fexofenadine (allegra), levothyroxine sodium (synthroid) and metformin. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced abdominal pain ("pain right quadrant/serious pain in abdomen/abdominal pain"). In (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criterion medically significant). In 2014, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2015, the patient experienced rash ("rashes/abdominal skin rash"). On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), back pain ("pain in whole back"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), weight increased ("weight gain") and uterine pain ("uterine pain"). The patient was treated with surgery (surgical removal of coil(s)-right coil). At the time of the report, the embedded device, genital haemorrhage, abdominal pain, back pain, fatigue, migraine, rash, anxiety, depression, vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea, weight increased and uterine pain had not resolved and the device expulsion and salpingitis outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, device expulsion, embedded device and salpingitis with essure. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, rash, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of abdominal and pelvic pain, abnormal, heavy bleeding, fatigue, migraines, rashes, and migration of the device, among other symptoms. She will need to undergo surgical intervention as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(4). Quality-safety evaluation of ptc: final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment . The reported events are not indicative of a quality defect per se. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. Due to lack of sample return and any valid batch information the rqu was unable to confirm any quality defect and therefore concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporter information updated. Plaintiff demography added. Product indication and explanted date added. Event abnormal vaginal bleeding, menorrhagia, headaches, dysmenorrhea, weight gain, uterine pain, the plaintiff did not undergo an essure confirmation test added. Events outcome, concurrent condition, concomitant medication, historical conditions and historical drugs added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.